Event description:
The following was reported to davol by the pt's surgeon. It is alleged that on (B)(6) 2014, the pt underwent a left inguinal hernia repair using a perfix plug. Six days later, the pt presented to the emergency room with complaints of increased postoperative pain in the area of the hernia repair. CT scan was performed which revealed a fluid pocket "consistent with abscess." On (B)(6) 2014, the pt underwent explant of the perfix plug due to suspected infection. Cultures of the surgical site revealed no organisms shown; however, a few (B)(6). Implanting md questions if this may have been skin flora as it is unk if the swab was taken under aseptic technique. Pt has shown good healing since the explant.

Manufacturer narrative:
Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No lot number was provided, therefore, a review of the manufacturing and sterilization records for the device in question is not possible. This MDR includes all patient, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.